Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have issues with the device. Customer was unable to bring down his blood glucose. Customer's blood glucose was 404 mg/dl. During troubleshooting, found no delivery alarms in history. Device passed the high pressure test. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.